Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage testing. It met all specifications for pressure-flow and preimplantation testing. The valve showed no signs of internal debris or occlusion. The conditions of the complaint were not observed. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve did not flow properly.